Event description:
During follow-up, decreased pacing impedance and oversensing due to noise was observed on the right ventricular (rv) lead. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of decreased pacing impedance and noise were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the lead body to be compressed/flattened consistent with clavicle crush forces. An internal short was found between the ring electrode and inner coil conductor paths. The ring electrode lumen, right ventricle lumen and inner coil lumen were found to be breached with damage noted to one of the ring electrodes etfe cable coating. The ptfe liner of the inner coil was found to be abraded/damaged exposing the inner coil due to clavicle crush forces. The cause of the reported events was isolated to the exposure of the ring electrode conductor cable and inner coil at the clavicle crush region.